Event description:
Anesthesiologist observed a series of unlikely nbp readings, "pump timeout"/ "no determination" messages, before the "nbp hardware malfunction" message appeared.====================== manufacturer response for multi-parameter module, patient data module======================ge will help us to install new point release software to fix the "nbp hardware malfunction" alarm.